Event description:
*^This is to correct an inadvertent error in manufacturer's report # 1034569-2022-00017 as submitted on (B)(6)2022. Manufacturer's report # 1034569-2022-00017 as initially submitted stated *three (3) patient sample tests using the echo v2 automated blood bank system produced one (1) unexpected false negative antibody result for anti-m (#923722) and two (2) patient tests resulted in inaccurate rhd results. Of the two (2) inaccurate rhd results: ^one (1) patient sample was mistyped with a rhd result of d-negative with a historical result of rhd-positive (#923203). One (1) additional patient sample resulted in an o rhd-positive typing with a historical result of o rh-negative (#913826). The correct statement should have stated "two (2) patient samples and nine (9) donor samples were tested". Corrected summary statement:: for all [eleven (11)] samples tested, subsequent testing of available reagent retention lots; coupled with reagent antigen validation testing of the initial bulk products used for commercial vialing showed acceptable results. No single reason for the false negatives or inaccurate [rh] aborh results were determined, and the malfunctions were allocated against the analytical instruments.

Manufacturer narrative:
Additional serial numbers continued : none. Additional lot numbers continued : none.